Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing of the infusion set unlocks unintentionally. The reporter is unsure if the issue occurred with lot number (1237411) or lot number (1234917). No adverse event reported. Return of the suspect device was requested for evaluation.